Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was reassembled to resolve the reported issue.

Event description:
The hospital reported the bag to vent switch is stuck. There was no reported patient involvement.

Manufacturer narrative:
Per additional information received, this event was previously reported on MDR 2112667-2017-01180. Therefore, this case has been determined as "not reportable" because this is a duplicate of MDR 2112667-2017-01180.